Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 325cc mentor smooth round moderate profile saline breast implant (catalog number 3501650, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a 325cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by medical professional upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019 and replaced by an unspecified breast implant.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report on (B)(6) 2019. The patient underwent bilateral explantation and did not receive replacement devices. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/21/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed in the posterior aspect. Within the crease, a tear was found measuring approximately 0.3 cm. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer's reference number: (B)(4).